Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "plastic" foreign matter was observed in the bd plastipak¿ luer-lok¿ syringe before use. The following information was provided by the initial reporter: "plastic foreign material observed in syringe before use".

Manufacturer narrative:
H.6. Investigation summary: one sample was provided to our quality team for investigation. Upon visually inspecting the product, two plastic pieces were observed inside the syringe. The pieces were removed and identified to be pieces of a plunger that was broken. The sample was evaluated and no damage on the plunger was observed. A device history record review found no non-conformances associated with this issue during production of this batch. The final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Conclusion: based upon the visual inspection of the sample received and the quality team's investigation, the root cause was determined to have occurred during the manufacturing process due to another plunger component breaking and resulting in the pieces falling into the product reported. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see section h.10.

Event description:
It was reported that "plastic" foreign matter was observed in the bd plastipak¿ luer-lok¿ syringe before use. The following information was provided by the initial reporter: "plastic foreign material observed in syringe before use".